Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) 12 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "collection of false positives, happened a couple of times.".

Manufacturer narrative:
H.6. Investigation: customer reported a false positive defect. Bd was not able to perform an investigation to the retention samples since neither batch number nor returned goods samples were available. The batch history record could not be reviewed as the lot number is unknown. Batch history records are always reviewed prior to product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Log/plot assessment: the overall cabinet temp is very consistent, only varying by about 2.5 degrees. The log doesn¿t show excessive drawer opening/closing. The log doesn't points to the system having false positives. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) 12 (B)(6) results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "collection of (B)(6), happened a couple of times."